Event description:
The hearing aid user came into the dispenser's office. The hearing aid specialist found wax guards in both ears. The hearing aid specialist removed the wax guards from her ears. There was no redness, swelling or drainage.